Manufacturer narrative:
Additional information was received that three inflations were performed using the 28 mm non-medtronic balloon. The inflation time was approximately one second, with the balloon fully expanded. It was reported that with the other inflation attempts, the balloon moved from the targeted position. A syringe was used as the inflation device. It was reported that the inflation pressure of the 28 mm non-medtronic balloon was 2.0 bar. Updated b5 - description of event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The image review showed two valve load checks confirming good loads for this event. The imaging provided confirm the first valve is deployed in a good position. The angiogram confirms severe paravalvular leak (pvl) and multiple post-implant balloon aortic valvuloplasty (bav) attempts are made. The final bav over expanded the waist of the valve and the angiogram confirmed severe aortic insufficiency. A second valve was loaded and deployed inside the first valve system and the angiogram confirmed a good result. Pvl and regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. It was reported that the balloon used during post-implant bav moved from its targeted position during it inflation attempts. In addition, the image review showed that the waist of the valve was over expanded during the final bav attempt (no leaflet damage was confirmed). Thus, the post-implant bav was the likely cause of the severe regurgitation. A second valve was implanted valve-in-valve with a good result and no additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated data: method, results, and codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with a native valve annulus diameter of 30mm and calcified leaflets, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 24mm non-medtronic balloon. Following valve implant, unspecified paravalvular leak was noted, therefore a post-implant bav was performed using a larger, 28mm non-medtronic balloon. After the bav, severe central aortic regurgitation was noted. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve with a good result. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which reported that following the valve implant, moderate paravalvular leak (pvl) was observed. There was suspicion of leaflet damage following the post- implant bav using the 28mm non-medtronic balloon. No additional adverse patient effects were reported. Updated b.5 - description of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.